Manufacturer narrative:
Filter flow not within manufacturer's specifications.

Event description:
Hcp reports drug could not be pushed through the filter possibly due to it being occluded. Hcp tried the filter on another syringe with the same result - nothing could be pushed through the filter. Hcp reports the drug contained in the pt's pump is lioresal (unknown concentration/dose). No patient symptoms were reported. No pt outcome was provided. Additional info has been requested from the hcp, but was not available at the time of this report.